Manufacturer narrative:
The customer reported the iabp unit will not autofill after hooking up to patient. The iabp was swapped out for a working unit. The customer tested unit with the trainer and test balloon the following day to see if issue persisted, and they were still getting autofill failures while testing as well. A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue "fill fail-low vacuum" error during the time of testing; also the error was present in the logs. The fse ran the compressor output test and rpm reading was below the specification. Per service manual, he replaced the scroll compressor, ran all autofill tests in the service screen with the iabp, and the unit was auto filling properly. He also, operated the iabp overnight using test balloon and trainer and their were no issues with autofill. Performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during use on a patient the cardiosave intra-aortic balloon pump (iabp) was not completing the autofill. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6(investigation type, investigation findings & investigation conclusions), h10, h11. Corrected fields: g1(contact person), h4.

Event description:
N/a

Manufacturer narrative:
The compressor, scroll part number 0119-00-0236, serial number (B)(6) was received in the national repair center (nrc) and evaluated per the cardiosave service manual and no visual damage was observed. The nrc installed the compressor into the cardiosave test fixture and tested the compressor to factory specifications per the cardiosave service manual. The nrc performed a compressor output test with results of the current motor speed of 1553 rpm, meeting the factory specification of <2000 rpm. The nrc then performed a compressor performance test and after 30 minutes of testing the pressure regulator was cable of providing greater than 420 mmhg, passing factory specification. The nrc then placed the cardiosave in clinical mode and performed multiple autofills with no problem found. The compressor passed testing. The compressor will be retained in the nrc per procedure.